Event description:
The customer reported, the system database failed. No pt injury as reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the sbc kit. The unit is operating as intended.